Event description:
It was reported that during a stapled trans anal rectal resection, the device cut but did not staple. Absorbable sutures and sutures were used to complete the procedure. Conversion from spinal to general anesthesia with orotracheal intubation. The procedure was extended by two hours. The pt had unexpected heavy bleeding and an extended hosp stay.